Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details. The additional information has been provided in this form.

Event description:
Since at the time of the initial report the caller did not have the insulin pump and was unable to verify the serial number, they called back to provide the missing information. The caller also stated that at the time of the call the insulin pump was alarming no delivery alarm and battery out limit alarm due to empty reservoir and battery being out of the insulin pump for an extended period of time. Assistance was provided to clear the alarms. No troubleshooting was performed since the customer is deceased and the alarms occurred as a result of the insulin pump not being in use for extended period of time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The caller state that the customer became ill and started vomiting on (B)(6) 2015 through the night until the time of passing. The customer's blood glucose at the time of death was above 800 mg/dl. The last recorded blood glucose value in the glucose meter was above 600 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller stated that they do not have the insulin pump at the moment. However, the caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. All operating currents are within specification. Off no power alarm functioned properly. No unexpected battery out limit alarm or unexpected no delivery alarm noted. The insulin pump had minor scratched display window. The insulin pump was received with alkaline battery installed. Data analysis: (B)(6) 2015 daily insulin total = 36.075u, (B)(6) 2015 daily insulin total = 27.025u, (B)(6) 2015 daily insulin total = 34.525u, (B)(6) 2015 daily insulin total = 28.075u, (B)(6) 2015 daily insulin total = 33.325u, (B)(6) 2015 daily insulin total = 36.375u and (B)(6) 2015 daily insulin total = 92.475u increase in bolus deliveries 73.900u.